Event description:
Device 2 of 2: reference MFR report: 3008829311-2017-00450. The patient has 3 leads (1 from lot ab2150 and 2 from lot ab2185) implanted as part of her axium neurostimulator system. It was reported the patient is not experiencing effective therapy to her lower back and desires to have her system explanted and replaced with a scs system. Surgical intervention is to take place at a later date.

Event description:
Device 2 of 2; reference MFR report: 3008829311-2017-00450. Additional information received indicated the patient's system was explanted and replaced with a scs system. Postoperatively, the patient reported receiving effective therapy.